Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 338 mg/dl after a recent supply change and a temporary ilet pause for showering, with elevated readings beginning overnight and persisting into the morning; the agent reviewed trends and advised either immediate supply change or a short observation period, and the user chose to wait 30 minutes. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond monitoring, and no hospitalization. Investigation included review of device data and trend assessment with user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause following a supply change and a device pause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.